Event description:
A nurse reported that the customer was hospitalized for dka. It was indicated that the set was changed. The programming and histories on the pump were correct. While the customer was disconnected at the set, a fixed prime was performed with the reservoir in the pump. The insulin exited. The high-pressure test was done and passed. Advised that the pump is operating as designed and is ok to use. Instructed the customer to change out the set and call back if the problem persists.